Manufacturer narrative:
Device was received with the operating currents within specification. And passed the functional testing including self test, a21 error test, rewind, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test, displacement test, and the delivery accuracy test at 0.08790 inches. Device received with cracked reservoir tube lip, minor scratched lcd window, and scratched reservoir tube window. The drive support disk was inspected and no damage or anomaly noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis (dka) and hyperglycemia on (B)(6) 2019. It was reported that the customer was hospitalized for about a day and a half with diabetic ketoacidosis (dka) and had high blood glucose levels of 28 mmol/l at the time of hospitalization. It was reported that the customer had high blood glucose levels and ketones. It was reported that the customer was treated with intravenous drip of fluid and insulin. It was reported that the customer was unable to complete the carelink upload. Troubleshooting was performed. The customer stated that the drive support cap was sticking out. It was reported that the customer was hospitalized mid-afternoon like around 3 pm and was released on (B)(6) 2019 at 7pm. It was reported that there was a damage to the insulin pump and there were many scratches on the screen. Product is expected to return.